Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. The 212 ventricular (v)-sics since last session 6 days ago. 5 non-sustained tachycardia episodes with (v-v) intervals less than 220 ms from (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance during a follow up visit with the clinic. The lead continued to be monitored and continued to show high impedance values with short v-v interval counts. The lead is suspected to contain a fracture. The system was replaced and the rv lead was abandoned. No patient complications have been reported as a result of this event.